Event description:
It was reported that the patient transmitter had become unresponsive following a power surge caused by an electrical storm. The ac power adapter exhibited electrical damage. The unit was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.